Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure, the caller held down the programmer's "burst pacing" button, pacing began, and pacing then stopped. There was no loss of telemetry noted. The caller pressed the button again and the pacing resumed and worked fine afterwards. The programmer remains in use. No patient complications have been reported as a result of this event.